Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the guidewire got stuck in the lead after the lead was sutured down. After the physician secured the lead, the sutures were cut and the wire was able to be taken out. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.